Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck at bluescreen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on bluescreen. A technical support specialist (tss) dialed into the station and confirmed that the medication application was up and running fine on the screen. Tss found station central processing unit (cpu) uptime was 15 days. Tss then rebooted the station to ensure the bluescreen issue was completely fixed, and application launched automatically and displayed no errors. The system functioned as intended after the technical support specialist troubleshot the device.